Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. This crt-d was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient code with sepsis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. This crt-d was explanted. Additional information indicated that the patient had blood infection. There were no additional adverse patient effects reported.